Event description:
It was reported that an asymptomatic patient received a vibratory alert and presented in the clinic. Device interrogation revealed the right atrial lead exhibited low impedance measurement on (B)(6) 2017. All prior measurements and in clinic measurements were steady and within normal range. Isometrics were negative. No intervention was performed. The patient would be monitored normally.